Event description:
It was reported that the physician was unable to regain telemetry following implantation of the device. The physician attempted using 3 different radio frequency heads. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that they interrogated the device with the radio frequency head 1.75 inches away from the device. Telemetry was established, and a full interrogation was done. (B)(4).